Manufacturer narrative:
Blank display due to faulty connector on interface board. Unable to confirm battery power loss alarm, off no power alarm or perform the operating currents measurement, self test and displacement test due to blank display anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump was shutting off without prior indication of low battery and goes directly to "off no power" and problem repeats every few days. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.